Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional findings of the final investigation. Updated fields: d4 (serial #), d8, e1 (email), h2, h4, h6 and h11. The following reportable malfunctions were identified during the device evaluation: sdi1 is not projected qb board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: sdi1 is not projected (no image) due to qb board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: monitor does not turn on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced a power issue and it does not turn on at all. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional findings of the final investigation. Updated fields: h2, h6, h11. The following reportable malfunctions were identified during the device evaluation: terminals on the power board were burnt black and failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical overload such as thunder or static electricity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.